Event description:
It was reported that the intra-aortic balloon (iab) was inserted in 2007. In the same month, the pump alarmed "helium loss" and blood was found in the helium tubing. The iab was removed and another iab was not inserted because the iab therapy finished. There were no reported patient complications.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. There was blood on all interior and exterior surfaces of iab. Central lumen was broken approximately 1 cm from the bifurcation. Superarrow-flex sheath was on the tail neck of the bladder approximately 23 cm from the distal tip. One-way valve was attached to lock connector. A 6" pressure line was attached to luer. Slide connector and data key were attached to yellow fliber optic sensor (fos) cable. Fos was broken approximately 1 cm from the bifurcation. Spring wire guide (swg) and pump tubing were not returned. A different swg was fed thru central lumen, but would not pass the break. A vacuum was pulled on the one-way valve and held. Iab was submerged and pressurized in water. Bubbles exited luer and distal tip, indicating a broken central lumen. Both ends of iab were blocked and no other leaks were detected in iab or bladder. It cannot be determined how or when the central lumen was compromised. A device history record re-review was conducted on the iab and it met all specifications and passed all in-process testing. The root cause was due to the fact that the iab was inserted and working properly for three days; the inner lumen break was considered to be patient related. Conclusion: broken central lumen.